Event description:
It was reported that the pt was scheduled for total hip revision because of pain and popping noise. The hip was exposed, the femoral head component removed and the alumina insert was found to be shattered into many small pieces. Titanium insert sleeve was found to be worn all the way through and into the acetabular shell.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Kept by surgeon. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.